Manufacturer narrative:
G9: exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017: excessive force the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat an 85% stenosed, concentric lesion in the proximal left anterior descending coronary artery. The 5.0x12 mm nc trek balloon dilatation catheter (bdc) was advanced and was used for post dilatation successfully; however, during removal there was resistance with the guide catheter noted. Force was used and the mid-distal shaft of the bdc separated. The proximal portion was simply withdrawn, and the distal portion was removed with the guiding catheter and guide wire all together as a single unit. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the bdc from the guiding catheter; however, the reported separation appears to be related to user error as force was required given the clinical situation of the difficulty removing the device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was provided: the procedure was completed with balloon angioplasty with an unspecified balloon. No additional information was provided.